Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain / pain / chronic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lobectomy (thyroid) (stabbing) in 2007, endoscopy (having intestinal problems) in 2008, gravida ii, parity 6 (((B)(6) 1994, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2005 and (B)(6) 2009)), ectopic pregnancy in 2000 and miscarriage in 2000. Concomitant products included enoxaparin sodium (lovenox) in 2009 for embolism and pregnancy, duloxetine hydrochloride (cymbalta) in 2011 for panic disorder and anxiety disorder as well as anesthetics nos and medroxyprogesterone (depo provera) in november 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain / sharp and stabbing abdomen pain"). In (B)(6) 2010, the patient experienced back pain ("back pain / sharp, stabbing and aching lower back pain") and peripheral neuropathy. In (B)(6) 2010, the patient experienced aching/unbearable body pain. In 2011, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel or any other component of essure") with rash. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cardiomegaly ("enlarged heart"), palpitations ("palpitations"), irritable bowel syndrome ("irritable bowel syndrome"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal pain ("intestinal spasms"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("painful periods"), anxiety ("anxiety attacks"), panic disorder ("panic disorder"), migraine ("migraines / paralytic migraines"), headache ("persistent and severe headaches"), insomnia ("insomnia"), arthralgia ("joint pain"), neck pain ("neck pain"), bacterial vaginosis ("bacterial vaginosis"), hot flush ("hot flashes"), mood swings ("mood swings"), muscle spasms ("muscle spasm"), amnesia ("short term memory loss/memory loss"), nerve injury ("nerve damage"), breast pain ("breast pain"), tenderness ("tenderness"), suicidal ideation ("seriousness criteria medically significant "), hypoaesthesia ("numbness") and paraesthesia ("tingling"), weight gain, chronic inflammation, cramping, fibromyalgia, difficulties breathing, post-traumatic stress syndrome, depression, reduced eyesight, exacerbated my lung problems, bloating, slip and falls getting out of bed, hair loss and chest pain. The patient was treated with toradol injection, nebulizer treatment of atrovent and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cardiomegaly, palpitations, irritable bowel syndrome, vitamin d deficiency, gastrointestinal pain, dysfunctional uterine bleeding, dysmenorrhoea, anxiety, panic disorder, migraine, insomnia, arthralgia, neck pain, bacterial vaginosis, hot flush, mood swings, muscle spasms, amnesia, nerve injury, breast pain, tenderness, suicidal ideation, hypoaesthesia, paraesthesia and allergy to metals and fibromyalgia, peripheral neuropathy, weight gain, chronic inflammation, difficulties breathing, depression, exacerbated my lung problems and slip and falls getting out of bed outcome was unknown and the headache, abdominal pain and back pain, hair loss, cramping, aching/unbearable body pain, post-traumatic stress syndrome, reduced eyesight, bloating, chest pain, had not resolved. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, breast pain, cardiomegaly, dysfunctional uterine bleeding, dysmenorrhoea, gastrointestinal pain, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, migraine, mood swings, muscle spasms, neck pain, nerve injury, palpitations, panic disorder, paraesthesia, pelvic pain, suicidal ideation, tenderness and vitamin d deficiency and fibromyalgia, peripheral neuropathy, weight gain, chronic inflammation, difficulties breathing, depression, exacerbated my lung problems and slip and falls getting out of bed, hair loss, cramping, aching/unbearable body pain, post-traumatic stress syndrome, reduced eyesight, bloating, chest pain to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test performed. The uterus was anteverted and of normal size, with normal adnexa. On hysteroscopy, the cavity appeared normal. Both ostia were visualized. At the end of the procedure, the left ostium showed 4 coils, the right ostium showed 1 coil. Most recent follow-up information incorporated above includes: on 4-dec-2017: pfs received - new events, enlarged heart, palpitations, irritable bowel syndrome, vitamin d deficiency, intestinal spasms, dysfunctional uterine bleeding, painful periods, anxiety attacks, panic disorder, migraines, persistent and severe headaches, severe and persistent pelvic pain, joint pain, abdominal pain / sharp and stabbing abdomen pain, back pain / sharp, stabbing and aching lower back pain, neck pain, bacterial vaginosis, hot flashes, rash on face /rashes all over / it started as a rash on my body then once the rash remained on my face only, mood swings, muscle spasm, short term memory loss/memory loss, tenderness, suicidal thoughts, numbness, fibromyalgia, , peripheral neuropathy, hair loss, weight gain, chronic inflammation, cramping, aching/unbearable body pain, difficulties breathing, post-traumatic stress syndrome, depression, reduced eyesight, exacerbated my lung problems, bloating, chest pain, slip and falls getting out of bed and event ¿severe and permanent injuries¿ was deleted. Historical and concomitant conditions were added and treatment medication was added. Lab data were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pain / chronic pain') and suicidal ideation ('suicidal thoughts') in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endoscopy (having intestinal problems) in 2008, lobectomy (thyroid) (stabbing) in 2007, ectopic pregnancy in 2000, miscarriage in 2000, multigravida, parity 6 (B)(6) 1994, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2005 and (B)(6) 2009)) and mental function decreased. No acute or active intrathoracic process noted, no pulmonary emboli bilaterally. No acute process appreciated. No significant change from pnor exam, no CT evidence of acute pulmonary embolus. No acute cardiopulmonary process seen. Stable postsurgical changes seen at the right posterior hemidiaphragm with scarring of the right lung base. No radiographic evidence of traumatic injuries of the cervical spine. Concurrent conditions included endometrial biopsy since (B)(6) 2015, pulmonary embolism, post-traumatic stress disorder, irritable, stress, myofascial pain syndrome, breathing difficult, unilateral leg pain, swelling nos, shortness of breath, chest pain, coughing, pulmonary embolism, back pain, chest pain, bruising (bruised and hurts), joint effusion, immobile, peripheral neuropathy, sweating, exacerbation of asthma, stomach pain, skin dry, uterine tenderness and uterine bleeding. Concomitant products included enoxaparin sodium (lovenox) from 2009 to 2016 for embolism and pregnancy, duloxetine hydrochloride (cymbalta) from 2011 to 2014 for panic disorder and anxiety disorder as well as anesthetics and medroxyprogesterone acetate (depo provera) since (B)(6) 2009. In 2009, the patient experienced chest pain ("chest pain"). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / paralytic migraines") and abdominal pain ("abdominal pain / sharp and stabbing abdomen pain"). In (B)(6)2010, the patient experienced back pain ("back pain / sharp, stabbing and aching lower back pain"). In (B)(6) 2010, the patient experienced pain ("aching/unbearable body pain"). In 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal pain ("intestinal spasms"), arthralgia ("joint pain"), neck pain ("neck pain"), muscle spasms ("muscle spasm"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), neuropathy peripheral ("peripheral neuropathy") and abdominal distension ("bloating/abdominal bloating"). In 2011, the patient experienced suicidal ideation (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("painful periods"), anxiety ("anxiety attacks"), panic disorder ("panic disorder"), insomnia ("insomnia"), bacterial vaginosis ("bacterial vaginosis"), amnesia ("short term memory loss / memory loss"), nerve injury ("nerve damage"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel or any other component of essure/poly vinyl coating patches") with dyspnoea, fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), cervix inflammation ("chronic inflammation / cervix is inflamed"), depression ("depression"), fungal infection ("yeast infections") and neuralgia ("nerve pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced breast pain ("breast pain"), tenderness ("tenderness") and accident ("slip and falls getting out of bed"). In 2014, the patient experienced rash ("rash on face /rashes all over / it started as a rash on my body then once, the rash remained on my face only"). In 2015, the patient experienced cardiomegaly ("enlarged heart") and palpitations ("palpitations and enlarged heart "). On an unknown date, the patient experienced headache ("persistent and severe headaches"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress"), visual impairment ("reduced eyesight"), lung disorder ("exacerbated my lung problems"), ovarian cyst ("cyst on my right ovary"), bacterial infection ("bacterial infection"), urinary tract infection ("uti"), vaginal odour ("foul vaginal odor"), dysgeusia ("metal taste in mouth") and drug hypersensitivity ("allergic to some of ingredients in most of medications"). The patient was treated with 10000 iu of vitamin d, nebulizer treatment of atrovent, surgery (total laparoscopic hysterectomy, right salpingectomy, bilateral essure device removal) and toradol injection. Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, suicidal ideation, cardiomegaly, palpitations, irritable bowel syndrome, vitamin d deficiency, gastrointestinal pain, dysmenorrhoea, anxiety, panic disorder, migraine, insomnia, arthralgia, neck pain, bacterial vaginosis, hot flush, mood swings, muscle spasms, amnesia, nerve injury, breast pain, tenderness, hypoaesthesia, paraesthesia, allergy to metals, fibromyalgia, neuropathy peripheral, weight increased, cervix inflammation, depression, lung disorder, accident, fungal infection, neuralgia, ovarian cyst, bacterial infection, urinary tract infection, vaginal odour and dysgeusia outcome was unknown, the dysfunctional uterine bleeding had resolved and the headache, abdominal pain, back pain, rash, alopecia, abdominal pain lower, pain, post-traumatic stress disorder, visual impairment, abdominal distension and chest pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, breast pain, cardiomegaly, cervix inflammation, chest pain, depression, drug hypersensitivity, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, fibromyalgia, fungal infection, gastrointestinal pain, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, lung disorder, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, neuropathy peripheral, ovarian cyst, pain, palpitations, panic disorder, paraesthesia, pelvic pain, post-traumatic stress disorder, rash, suicidal ideation, tenderness, urinary tract infection, vaginal odour, visual impairment, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: the coils were in proper placement and occluded. Pregnancy test - on (B)(6) 2014: results: negative. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pain / chronic pain') and suicidal ideation ('suicidal thoughts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endoscopy (having intestinal problems) in 2008, lobectomy (thyroid) (stabbing) in 2007, ectopic pregnancy in 2000, miscarriage in 2000, multigravida, parity 6 (((B)(6) 1994, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2005 and (B)(6) 2009)) and mental function decreased. No acute or active intrathoracic process noted,no pulmonary emboli bilaterally. No acute process appreciated. No significant change from pnor exam ,no CT evidence of acute pulmonary embolus. No acute cardiopulmonary process seen. Stable postsurgical changes seen at the right posterior hemidiaphragm with scarring of the right lung base. No radiographic evidence of traumatic injuries of the cervical spine. Concurrent conditions included endometrial biopsy since (B)(6) 2015, pulmonary embolism, post-traumatic stress disorder, irritable, stress, myofascial pain syndrome, breathing difficult, unilateral leg pain, swelling nos, shortness of breath, chest pain, coughing, pulmonary embolism, back pain, chest pain, bruising (bruised and hurts), joint effusion, immobile, peripheral neuropathy, sweating, exacerbation of asthma, stomach pain and skin dry. Concomitant products included enoxaparin sodium (lovenox) from 2009 to 2016 for embolism and pregnancy, duloxetine hydrochloride (cymbalta) from 2011 to 2014 for panic disorder and anxiety disorder as well as anesthetics and medroxyprogesterone acetate (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced chest pain ("chest pain"). In (B)(6) 2009, the patient experienced migraine ("migraines / paralytic migraines") and abdominal pain ("abdominal pain / sharp and stabbing abdomen pain"). In (B)(6) 2010, the patient experienced back pain ("back pain / sharp, stabbing and aching lower back pain"). In (B)(6) 2010, the patient experienced pain ("aching/unbearable body pain"). In 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal pain ("intestinal spasms"), arthralgia ("joint pain"), neck pain ("neck pain"), muscle spasms ("muscle spasm"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), neuropathy peripheral ("peripheral neuropathy") and abdominal distension ("bloating/abdominal bloating"). In 2011, the patient experienced suicidal ideation (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("painful periods"), anxiety ("anxiety attacks"), panic disorder ("panic disorder"), insomnia ("insomnia"), bacterial vaginosis ("bacterial vaginosis"), amnesia ("short term memory loss / memory loss"), nerve injury ("nerve damage"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel or any other component of essure/poly vinyl coating patches") with dyspnoea, fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), cervix inflammation ("chronic inflammation / cervix is inflamed"), depression ("depression"), fungal infection ("yeast infections") and neuralgia ("nerve pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced breast pain ("breast pain"), tenderness ("tenderness") and accident ("slip and falls getting out of bed"). In 2014, the patient experienced rash ("rash on face /rashes all over / it started as a rash on my body then once, the rash remained on my face only"). In 2015, the patient experienced cardiomegaly ("enlarged heart") and palpitations ("palpitations and enlarged heart "). On an unknown date, the patient experienced headache ("persistent and severe headaches"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress"), visual impairment ("reduced eyesight"), lung disorder ("exacerbated my lung problems"), ovarian cyst ("cyst on my right ovary"), bacterial infection ("bacterial infection"), urinary tract infection ("uti"), vaginal odour ("foul vaginal odor"), dysgeusia ("metal taste in mouth") and drug hypersensitivity ("allergic to some of ingredients in most of medications"). The patient was treated with 10000 iu of vitamin d, nebulizer treatment of atrovent, surgery (hysterectomy) and toradol injection. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, suicidal ideation, cardiomegaly, palpitations, irritable bowel syndrome, vitamin d deficiency, gastrointestinal pain, dysmenorrhoea, anxiety, panic disorder, migraine, insomnia, arthralgia, neck pain, bacterial vaginosis, hot flush, mood swings, muscle spasms, amnesia, nerve injury, breast pain, tenderness, hypoaesthesia, paraesthesia, allergy to metals, fibromyalgia, neuropathy peripheral, weight increased, cervix inflammation, depression, lung disorder, accident, fungal infection, neuralgia, ovarian cyst, bacterial infection, urinary tract infection, vaginal odour and dysgeusia outcome was unknown, the dysfunctional uterine bleeding had resolved and the headache, abdominal pain, back pain, rash, alopecia, abdominal pain lower, pain, post-traumatic stress disorder, visual impairment, abdominal distension and chest pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, breast pain, cardiomegaly, cervix inflammation, chest pain, depression, drug hypersensitivity, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, fibromyalgia, fungal infection, gastrointestinal pain, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, lung disorder, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, neuropathy peripheral, ovarian cyst, pain, palpitations, panic disorder, paraesthesia, pelvic pain, post-traumatic stress disorder, rash, suicidal ideation, tenderness, urinary tract infection, vaginal odour, visual impairment, vitamin d deficiency and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: the coils were in proper placement and occluded. Pregnancy test - on (B)(6) 2014: results: negative. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test performed. The uterus was anteverted and of normal size, with normal adnexa. On hysteroscopy, the cavity appeared normal. Both ostia were visualized. At the end of the procedure, the left ostium showed 4 coils, the right ostium showed 1 coil. CT examination of the brain without contrast. Right knee immobilization. CT angiogram chest performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain / pain / chronic pain") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lobectomy (thyroid) (stabbing) in 2007, endoscopy (having intestinal problems) in 2008, multigravida, parity 6 (((B)(6) 1994, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2005 and (B)(6) 2009)), ectopic pregnancy in 2000, miscarriage in 2000 and mental function decreased. Concurrent conditions included pulmonary embolism and post-traumatic stress disorder. Concomitant products included enoxaparin sodium (lovenox) from 2009 to 2016 for embolism and pregnancy, duloxetine hydrochloride (cymbalta) from 2011 to 2014 for panic disorder and anxiety disorder as well as anesthetics nos and medroxyprogesterone (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced chest pain ("chest pain"). In december 2009, the patient experienced migraine ("migraines / paralytic migraines") and abdominal pain ("abdominal pain / sharp and stabbing abdomen pain"). In (B)(6) 2010, the patient experienced back pain ("back pain / sharp, stabbing and aching lower back pain"). In (B)(6) 2010, the patient experienced pain ("aching/unbearable body pain"). In 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal pain ("intestinal spasms"), arthralgia ("joint pain"), muscle spasms ("muscle spasm"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), neuropathy peripheral ("peripheral neuropathy") and abdominal distension ("bloating"). In 2011, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("painful periods"), anxiety ("anxiety attacks"), panic disorder ("panic disorder"), insomnia ("insomnia"), bacterial vaginosis ("bacterial vaginosis"), amnesia ("short term memory loss / memory loss"), nerve injury ("nerve damage"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel or any other component of essure/poly vinyl coating patches") with rash and dyspnoea, fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), weight increased ("weight gain"), inflammation ("chronic inflammation"), depression ("depression"), fungal infection ("yeast infections") and neuralgia ("nerve pain"). In 2012, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced breast pain ("breast pain"), tenderness ("tenderness") and accident ("slip and falls getting out of bed"). In 2015, the patient experienced cardiomegaly ("enlarged heart") and palpitations ("palpitations"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), headache ("persistent and severe headaches"), neck pain ("neck pain"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress"), visual impairment ("reduced eyesight") and lung disorder ("exacerbated my lung problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, suicidal ideation, cardiomegaly, palpitations, irritable bowel syndrome, vitamin d deficiency, gastrointestinal pain, dysmenorrhoea, anxiety, panic disorder, migraine, insomnia, arthralgia, neck pain, bacterial vaginosis, hot flush, mood swings, muscle spasms, amnesia, nerve injury, breast pain, tenderness, hypoaesthesia, paraesthesia, allergy to metals, fibromyalgia, neuropathy peripheral, weight increased, inflammation, depression, lung disorder, accident, fungal infection and neuralgia outcome was unknown, the dysfunctional uterine bleeding had resolved and the headache, abdominal pain, back pain, alopecia, abdominal pain lower, pain, post-traumatic stress disorder, visual impairment, abdominal distension and chest pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, breast pain, cardiomegaly, chest pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, fibromyalgia, fungal infection, gastrointestinal pain, headache, hot flush, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, lung disorder, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, neuropathy peripheral, pain, palpitations, panic disorder, paraesthesia, pelvic pain, post-traumatic stress disorder, suicidal ideation, tenderness, visual impairment, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative . On (B)(6) 2010, hysterosalpingogram test performed. The uertus was anteverted and of normal size, with normal adnexa.on hysteroscopy, the cavity appeared normal. Both ostia were visualized. At the end of the procedure, the left ostium showed 4 coils, the right ostium showed 1 coil. Most recent follow-up information incorporated above includes: on 23-jul-2018: events "yeast infections, nerve pain" added, event "dysfunctional uterine bleeding " outcome updated to "recovered / resolved" from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pain / chronic pain') and suicidal ideation ('suicidal thoughts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endoscopy (having intestinal problems) in 2008, lobectomy (thyroid) (stabbing) in 2007, ectopic pregnancy in 2000, miscarriage in 2000, multigravida, parity 6 (((B)(6) 1994, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2005 and (B)(6) 2009)) and mental function decreased. No acute or active intrathoracic process noted,no pulmonary emboli bilaterally. No acute process appreciated. No significant change from pnor exam ,no CT evidence of acute pulmonary embolus. No acute cardiopulmonary process seen. Stable postsurgical changes seen at the right posterior hemidiaphragm with scarring of the right lung base.no radiographic evidence of traumatic injuries of the cervical spine. Concurrent conditions included endometrial biopsy since (B)(6) 2015, pulmonary embolism, post-traumatic stress disorder, irritable, stress, myofascial pain syndrome, breathing difficult, unilateral leg pain, swelling nos, shortness of breath, chest pain, coughing, pulmonary embolism, back pain, chest pain, bruising (bruised and hurts), joint effusion, immobile, peripheral neuropathy, sweating, exacerbation of asthma, stomach pain and skin dry. Concomitant products included enoxaparin sodium (lovenox) from 2009 to 2016 for embolism and pregnancy, duloxetine hydrochloride (cymbalta) from 2011 to 2014 for panic disorder and anxiety disorder as well as anesthetics nos and medroxyprogesterone acetate (depo provera) since (B)(6) 2009. In 2009, the patient experienced chest pain ("chest pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / paralytic migraines") and abdominal pain ("abdominal pain / sharp and stabbing abdomen pain"). In (B)(6) 2010, the patient experienced back pain ("back pain / sharp, stabbing and aching lower back pain"). In (B)(6) 2010, the patient experienced pain ("aching/unbearable body pain"). In 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal pain ("intestinal spasms"), arthralgia ("joint pain"), neck pain ("neck pain"), muscle spasms ("muscle spasm"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), neuropathy peripheral ("peripheral neuropathy") and abdominal distension ("bloating/abdominal bloating"). In 2011, the patient experienced suicidal ideation (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("painful periods"), anxiety ("anxiety attacks"), panic disorder ("panic disorder"), insomnia ("insomnia"), bacterial vaginosis ("bacterial vaginosis"), amnesia ("short term memory loss / memory loss"), nerve injury ("nerve damage"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel or any other component of essure/poly vinyl coating patches") with dyspnoea, fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), cervix inflammation ("chronic inflammation / cervix is inflammed"), depression ("depression"), fungal infection ("yeast infections") and neuralgia ("nerve pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced breast pain ("breast pain"), tenderness ("tenderness") and accident ("slip and falls getting out of bed"). In 2014, the patient experienced rash ("rash on face /rashes all over / it started as a rash on my body then once, the rash remained on my face only"). In 2015, the patient experienced cardiomegaly ("enlarged heart") and palpitations ("palpitations and enlarged heart "). On an unknown date, the patient experienced headache ("persistent and severe headaches"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress"), visual impairment ("reduced eyesight"), lung disorder ("exacerbated my lung problems"), ovarian cyst ("cyst on my right ovary"), bacterial infection ("bacterial infction") and urinary tract infection ("uti"). The patient was treated with 10000 iu of vitamin d, nebulizer treatment of atrovent, surgery (hysterectomy) and toradol injection. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, suicidal ideation, cardiomegaly, palpitations, irritable bowel syndrome, vitamin d deficiency, gastrointestinal pain, dysmenorrhoea, anxiety, panic disorder, migraine, insomnia, arthralgia, neck pain, bacterial vaginosis, hot flush, mood swings, muscle spasms, amnesia, nerve injury, breast pain, tenderness, hypoaesthesia, paraesthesia, allergy to metals, fibromyalgia, neuropathy peripheral, weight increased, cervix inflammation, depression, lung disorder, accident, fungal infection, neuralgia, ovarian cyst, bacterial infection and urinary tract infection outcome was unknown, the dysfunctional uterine bleeding had resolved and the headache, abdominal pain, back pain, rash, alopecia, abdominal pain lower, pain, post-traumatic stress disorder, visual impairment, abdominal distension and chest pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, breast pain, cardiomegaly, cervix inflammation, chest pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, fibromyalgia, fungal infection, gastrointestinal pain, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, lung disorder, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, neuropathy peripheral, ovarian cyst, pain, palpitations, panic disorder, paraesthesia, pelvic pain, post-traumatic stress disorder, rash, suicidal ideation, tenderness, urinary tract infection, visual impairment, vitamin d deficiency and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: the coils were in proper placement and occluded. Pregnancy test - on (B)(6) 2014: results: negative. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test performed. The uertus was anteverted and of normal size, with normal adnexa.on hysteroscopy, the cavity appeared normal. Both ostia were visualized. At the end of the procedure, the left ostium showed 4 coils, the right ostium showed 1 coil. CT examination of the brain without contrast. Right knee immobilization. CT angiogram chest performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: cyst on ovary, bacterial infection, uti were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pain / chronic pain') and suicidal ideation ('suicidal thoughts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endoscopy (having intestinal problems) in 2008, lobectomy (thyroid) (stabbing) in 2007, ectopic pregnancy in 2000, miscarriage in 2000, multigravida, parity 6 (((B)(6) 1994, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2005 and (B)(6) 2009)) and mental function decreased. No acute or active intrathoracic process noted,no pulmonary emboli bilaterally. No acute process appreciated. No significant change from pnor exam ,no CT evidence of acute pulmonary embolus. No acute cardiopulmonary process seen. Stable postsurgical changes seen at the right posterior hemidiaphragm with scarring of the right lung base. No radiographic evidence of traumatic injuries of the cervical spine. Concurrent conditions included endometrial biopsy since (B)(6) 2015, pulmonary embolism, post-traumatic stress disorder, irritable, stress, myofascial pain syndrome, breathing difficult, unilateral leg pain, swelling nos, shortness of breath, chest pain, coughing, pulmonary embolism, back pain, chest pain, bruising (bruised and hurts), joint effusion, immobile, peripheral neuropathy, sweating, exacerbation of asthma, stomach pain and skin dry. Concomitant products included enoxaparin sodium (lovenox) from 2009 to 2016 for embolism and pregnancy, duloxetine hydrochloride (cymbalta) from 2011 to 2014 for panic disorder and anxiety disorder as well as anesthetics and medroxyprogesterone acetate (depo provera) since (B)(6) 2009. In 2009, the patient experienced chest pain ("chest pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / paralytic migraines") and abdominal pain ("abdominal pain / sharp and stabbing abdomen pain"). In (B)(6) 2010, the patient experienced back pain ("back pain / sharp, stabbing and aching lower back pain"). In (B)(6) 2010, the patient experienced pain ("aching/unbearable body pain"). In 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal pain ("intestinal spasms"), arthralgia ("joint pain"), neck pain ("neck pain"), muscle spasms ("muscle spasm"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), neuropathy peripheral ("peripheral neuropathy") and abdominal distension ("bloating/abdominal bloating"). In 2011, the patient experienced suicidal ideation (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("painful periods"), anxiety ("anxiety attacks"), panic disorder ("panic disorder"), insomnia ("insomnia"), bacterial vaginosis ("bacterial vaginosis"), amnesia ("short term memory loss / memory loss"), nerve injury ("nerve damage"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel or any other component of essure/poly vinyl coating patches") with dyspnoea, fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), cervix inflammation ("chronic inflammation / cervix is inflamed"), depression ("depression"), fungal infection ("yeast infections") and neuralgia ("nerve pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced breast pain ("breast pain"), tenderness ("tenderness") and accident ("slip and falls getting out of bed"). In 2014, the patient experienced rash ("rash on face /rashes all over / it started as a rash on my body then once, the rash remained on my face only"). In 2015, the patient experienced cardiomegaly ("enlarged heart") and palpitations ("palpitations and enlarged heart "). On an unknown date, the patient experienced headache ("persistent and severe headaches"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress"), visual impairment ("reduced eyesight"), lung disorder ("exacerbated my lung problems"), ovarian cyst ("cyst on my right ovary"), bacterial infection ("bacterial infection"), urinary tract infection ("uti"), vaginal odour ("foul vaginal odor") and dysgeusia ("metal taste in mouth"). The patient was treated with 10000 iu of vitamin d, nebulizer treatment of atrovent, surgery (hysterectomy) and toradol injection. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, suicidal ideation, cardiomegaly, palpitations, irritable bowel syndrome, vitamin d deficiency, gastrointestinal pain, dysmenorrhoea, anxiety, panic disorder, migraine, insomnia, arthralgia, neck pain, bacterial vaginosis, hot flush, mood swings, muscle spasms, amnesia, nerve injury, breast pain, tenderness, hypoaesthesia, paraesthesia, allergy to metals, fibromyalgia, neuropathy peripheral, weight increased, cervix inflammation, depression, lung disorder, accident, fungal infection, neuralgia, ovarian cyst, bacterial infection, urinary tract infection, vaginal odour and dysgeusia outcome was unknown, the dysfunctional uterine bleeding had resolved and the headache, abdominal pain, back pain, rash, alopecia, abdominal pain lower, pain, post-traumatic stress disorder, visual impairment, abdominal distension and chest pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, breast pain, cardiomegaly, cervix inflammation, chest pain, depression, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, fibromyalgia, fungal infection, gastrointestinal pain, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, lung disorder, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, neuropathy peripheral, ovarian cyst, pain, palpitations, panic disorder, paraesthesia, pelvic pain, post-traumatic stress disorder, rash, suicidal ideation, tenderness, urinary tract infection, vaginal odour, visual impairment, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: the coils were in proper placement and occluded. Pregnancy test - on (B)(6) 2014: results: negative. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test performed. The uterus was anteverted and of normal size, with normal adnexa. On hysteroscopy, the cavity appeared normal. Both ostia were visualized. At the end of the procedure, the left ostium showed 4 coils, the right ostium showed 1 coil. CT examination of the brain without contrast. Right knee immobilization. CT angiogram chest performed quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporters were added. Event ¿foul vaginal odor¿, ¿metal taste in mouth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain / pain / chronic pain') and suicidal ideation ('suicidal thoughts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endoscopy (having intestinal problems) in 2008, lobectomy (thyroid) (stabbing) in 2007, ectopic pregnancy in 2000, miscarriage in 2000, multigravida, parity 6 (((B)(6) 1994, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2005 and (B)(6) 2009)) and mental function decreased. No acute or active intrathoracic process noted,no pulmonary emboli bilaterally. No acute process appreciated. No significant change from pnor exam ,no CT evidence of acute pulmonary embolus. No acute cardiopulmonary process seen. Stable postsurgical changes seen at the right posterior hemidiaphragm with scarring of the right lung base.no radiographic evidence of traumatic injuries of the cervical spine. Concurrent conditions included endometrial biopsy since (B)(6) 2015, pulmonary embolism, post-traumatic stress disorder, irritable, stress, myofascial pain syndrome, breathing difficult, unilateral leg pain, swelling nos, shortness of breath, chest pain, coughing, pulmonary embolism, back pain, chest pain, bruising (bruised and hurts), joint effusion, immobile, peripheral neuropathy, sweating, exacerbation of asthma, stomach pain and skin dry. Concomitant products included enoxaparin sodium (lovenox) from 2009 to 2016 for embolism and pregnancy, duloxetine hydrochloride (cymbalta) from 2011 to 2014 for panic disorder and anxiety disorder as well as anesthetics and medroxyprogesterone acetate (depo provera) since (B)(6) 2009. In 2009, the patient experienced chest pain ("chest pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / paralytic migraines") and abdominal pain ("abdominal pain / sharp and stabbing abdomen pain"). In (B)(6) 2010, the patient experienced back pain ("back pain / sharp, stabbing and aching lower back pain"). In (B)(6) 2010, the patient experienced pain ("aching/unbearable body pain"). In 2010, the patient experienced pelvic pain (seriousness criteria disability and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal pain ("intestinal spasms"), arthralgia ("joint pain"), neck pain ("neck pain"), muscle spasms ("muscle spasm"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), neuropathy peripheral ("peripheral neuropathy") and abdominal distension ("bloating/abdominal bloating"). In 2011, the patient experienced suicidal ideation (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("painful periods"), anxiety ("anxiety attacks"), panic disorder ("panic disorder"), insomnia ("insomnia"), bacterial vaginosis ("bacterial vaginosis"), amnesia ("short term memory loss / memory loss"), nerve injury ("nerve damage"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel or any other component of essure/poly vinyl coating patches") with dyspnoea, fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), cervix inflammation ("chronic inflammation / cervix is inflammed"), depression ("depression"), fungal infection ("yeast infections") and neuralgia ("nerve pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In 2013, the patient experienced breast pain ("breast pain"), tenderness ("tenderness") and accident ("slip and falls getting out of bed"). In 2014, the patient experienced rash ("rash on face /rashes all over / it started as a rash on my body then once, the rash remained on my face only"). In 2015, the patient experienced cardiomegaly ("enlarged heart") and palpitations ("palpitations and enlarged heart "). On an unknown date, the patient experienced headache ("persistent and severe headaches"), abdominal pain lower ("cramping"), post-traumatic stress disorder ("post-traumatic stress"), visual impairment ("reduced eyesight"), lung disorder ("exacerbated my lung problems"), ovarian cyst ("cyst on my right ovary"), bacterial infection ("bacterial infction"), urinary tract infection ("uti"), vaginal odour ("foul vaginal odor"), dysgeusia ("metal taste in mouth") and drug hypersensitivity ("allergic to some of ingredients in most of medications"). The patient was treated with 10000 iu of vitamin d, nebulizer treatment of atrovent, surgery (hysterectomy) and toradol injection. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, suicidal ideation, cardiomegaly, palpitations, irritable bowel syndrome, vitamin d deficiency, gastrointestinal pain, dysmenorrhoea, anxiety, panic disorder, migraine, insomnia, arthralgia, neck pain, bacterial vaginosis, hot flush, mood swings, muscle spasms, amnesia, nerve injury, breast pain, tenderness, hypoaesthesia, paraesthesia, allergy to metals, fibromyalgia, neuropathy peripheral, weight increased, cervix inflammation, depression, lung disorder, accident, fungal infection, neuralgia, ovarian cyst, bacterial infection, urinary tract infection, vaginal odour and dysgeusia outcome was unknown, the dysfunctional uterine bleeding had resolved and the headache, abdominal pain, back pain, rash, alopecia, abdominal pain lower, pain, post-traumatic stress disorder, visual impairment, abdominal distension and chest pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, breast pain, cardiomegaly, cervix inflammation, chest pain, depression, drug hypersensitivity, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, fibromyalgia, fungal infection, gastrointestinal pain, headache, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, lung disorder, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, neuropathy peripheral, ovarian cyst, pain, palpitations, panic disorder, paraesthesia, pelvic pain, post-traumatic stress disorder, rash, suicidal ideation, tenderness, urinary tract infection, vaginal odour, visual impairment, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: the coils were in proper placement and occluded. Pregnancy test - on (B)(6) 2014: results: negative. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test performed. The uertus was anteverted and of normal size, with normal adnexa.on hysteroscopy, the cavity appeared normal. Both ostia were visualized. At the end of the procedure, the left ostium showed 4 coils, the right ostium showed 1 coil. CT examination of the brain without contrast. Right knee immobilization. CT angiogram chest performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event allergic to some of ingredients in most of medications added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.